Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +30.0d) was implanted on (B)(6) 2024. After two light treatments, the treating physician observed the lens to be dislocated. The lal was explanted on (B)(6) 2025, and another lal (sn (B)(6), +30.0d) was implanted as a replacement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: h3, h6, and h11 the lal was cut into two main pieces during explantation and both haptics were missing. No device problem was found during visual inspection. Manufacturer reference #: (B)(4).